Event description:
A nurse reported that trocar valve leaked after instrument insertion during a vitreoretinal procedure. There was no patient harm. A product sample has been requested for this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information. There was no sample returned for evaluation; therefore, the condition of the product could not be verified. The final lot was identified and a device history record review was conducted. The product was released according the manufacturer's acceptance criteria. Because there was no sample returned, the root cause cannot be determined. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).